Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that since yesterday, the patient has not been able to bolus. When she tries to bolus, she would see an alarm on the personal therapy manager (ptm) and had noticed a return of pain. The patient had been "hurting really bad" and does not think she has been getting her medication. It was noted that the patient did not hear the alarm, but further stated then that "it is really low". The patient was scheduled for a pump refill tomorrow ((B)(6) 2020). Going to the emergency room (ER) where they will be able to help with the symptoms was being considered. Patient services reviewed they would not be able to help with the pump, but may be able to contact the physician for the pt. The patient was to follow-up with their healthcare provider regarding the pump alarming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H6. Device code: c53269 is no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated their pump was empty and they went to their doctor to get their pump refilled. It was noted this fixed the problem. It was also reported the patient called and it was recommended they go to the physician because with the ¿bell showing¿ their pump might be empty. The event was resolved, and the pump remained in use. The patient¿s weight at the time of the event was 160 pounds. No further complications were reported.